Manufacturer narrative:
Results - bd received one photograph and samples from the customer facility for investigation. The samples and photo were evaluated and the customer's indicated failure mode for broken plastic cover of needle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on an evaluation of severity and frequency, it was determined that no corrective action is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the plastic cover over the needle of the bd vacutainer® push button blood collection set was broken, pierced by the needle. No injury or medical intervention reported.